Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4) - mps reported inaccurate cuts over 2mm. Mps confirmed all pre-surgery checks passing and camera was placed 6-7 feet from rob. Planar probe was used to check accuracy of the cuts and confirmed over 2mm deep even though no red was showing in bone prep. Update: no parts were replaced. I was unable to replicate any accuracy issues at my service visit.

Manufacturer narrative:
Reported event. An event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results. -product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: reported problem ¿ inaccurate cuts over 2mm during knee procedures. Observation ¿ unable to replicate the issue. System passed all checks within spec. Action taken ¿ system inspected and tested for issues. No issues were found. No additional action is necessary. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that the robot was inspected and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: a review of complaints in trackwise shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Case number: (B)(4): (B)(6) - mps reported inaccurate cuts over 2mm. Mps confirmed all pre-surgery checks passing and camera was placed 6-7 feet from (B)(6). Planar probe was used to check accuracy of the cuts and confirmed over 2mm deep even though no red was showing in bone prep. Update: no parts were replaced. I was unable to replicate any accuracy issues at my service visit.